Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump displayed a persistent alert 41 immediately after restart during a supply change, consistent with an insulin shaft rewind error, and the alert could not be dismissed; the patient transitioned to backup therapy and later indicated blood glucose rose during the event. Symptoms included hyperglycemia without ketone testing, medical intervention, or assistance. Outcomes included temporary interruption of pump therapy and use of alternative management until a replacement device was provided. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a pump malfunction consistent with an internal mechanical or positioning fault in the insulin delivery mechanism that triggered the absolute range/rewind error. It was concluded that the cause was a device malfunction related to the insulin drive system.